Manufacturer narrative:
The technician found the left intermediate siderail was not latching due to residue, potentially from body fluids, causing the latch to stick. The technician cleaned the latch mechanism to repair the bed.

Event description:
Information received indicates the siderail is not locking at all times.